Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: customer is having difficulty putting on and removing blades on handle. No health care staff injury reported.